Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a qc failure was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
It was determined in review of this record that the incorrect guideline was used to complete the decision tree for this product. A new not reportable decision tree has been completed using the epicenter guidelines instead. After review it was determined to be a qc failure. This MDR should be considered cancelled.

Manufacturer narrative:
Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.